Event description:
The fellow deflected the catheter and something snapped. The catheter would no longer deflect. There was no indication of a user issue. The catheter never entered the patient's body. An atrial ablation was performed on the left-sided veins and region of the crux. The patient had extensive left atrial ablation for her chronic atrial fibrillation. There were no patient complications.